Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was found that the ECG signal was noisy, but the root cause could not be established. The device received a replacement device.

Event description:
The distributor contacted stryker to report that their customer's device did not emit voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted stryker to report that their customer's device did not emit voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.